Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, open draining wound, seroma, abscess, inflammation, surgery to remove mesh, thick rind around mesh, purulence additional event specific information was not provided.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: implant preoperative complaints: (B)(6) 2016: ghs. (B)(6). History and physical. [1 page only provided]. Physical exam: obese. Abdomen: there is a moderate-sized umbilical hernia which is partially reducible. There are no significant skin changes. There is a small excoriation above this area which is a result of the welding burn episode. Bilateral inguinal exam demonstrates a moderate-sized inguinal hernia on the left side. There is some tenderness. Physical exam is difficult related to his obesity. The right side appears to be intact but once again, the exam is difficult. Assessment/plan: ¿laparoscopic left inguinal hernia repair possible right inguinal hernia repair with ventral hernia repair with dualmesh. The risks and benefits of this procedure were discussed in detail. They include but are not limited to bleeding, infection, damage to the bowel, bladder, or vas deferens. Also, they include recurrence of the hernia, infection of the mesh, an open procedure, heart attack, stroke, or death. Also we discussed incisional pain and failure to relieve preoperative pain/discomfort, either partially or completely. He also understands the increased risk of recurrence related to his weight. The patient understands all these items and is willing to proceed.¿ procedure: laparoscopic left inguinal hernia repair possible right inguinal hernia repair with ventral hernia repair with dualmesh. Problem list: incarcerated ventral hernia, left inguinal hernia, obesity - class ii, bmi 35-39.9. (B)(6) 2016: (B)(6) medical center. (B)(6). Indications: ¿this is a 47-year-old white male who presents with a history of a large umbilical hernia which has become more symptomatic. Physical examination demonstrates an incarcerated umbilical hernia. He also complains of some inguinal discomfort. Physical examination demonstrates a possible left inguinal hernia repair. In view of this plan is to proceed with an open ventral hernia repair with mesh with a possible laparoscopic left inguinal hernia repair, possible right. The procedure was extensively reviewed with him by me personally. All risks and benefits were reviewed and understood. All surgical consents have been signed. He has received preoperative IV antibiotics as well as dvt prophylaxis.¿ implant procedure: open ventral hernia repair with mesh. Hernia size 4 cm squared. Mesh was 12 x 12 cm dual mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/14483481]. Implant date: (B)(6) 2016 (hospitalization (B)(6) 2016). (B)(6) 16: (B)(6) medical center. (B)(6). Operative report. Preoperative and postoperative diagnosis: incarcerated ventral hernia. Anesthesia: general. Procedure: ¿after appropriate timeout and check list complete a curvilinear incision was then outlined at the base of the umbilicus and this was infiltrated with .5% marcaine. An incision was then made and dissection was then carried down to the abdominal wall fascia. He is relatively obese and this dissection was fairly deep but we could not reduce the hernia preoperatively and could not reduce it intraoperatively as we did this dissection. This made a somewhat difficult due to the large size the incarcerated portion. Mobilization was then carried down to the fascia. The subcutaneous tissue was mobilized off the fascia for an appropriate distance. This was done inferiorly as well as laterally. Ultimately the hernia sac was then divided from the overlying skin and superior dissection was then undertaken1 similarly this was done by mobilizing tl1e subcutaneous tissue off the fascia. Once this was achieved we then proceeded to mobilize the hernia sac from its fascial attachments. This was done circumferentially as we entered the preperitoneal plane. With this nicely entered and this mobilized ultimately the sac was then opened and omentum was identified. This was ultimately reduced intraperitoneal and the sac was further opened. A hasson port was then placed and secured with fascial sutures of 0 vicryl. With this placed insufflation of the abdomen was undertaken. This was somewhat difficult due to leakage around the hasson port. However, we could visualize the left abdominal wall well enough to place a 5 mm port under direct visualization. With this in position we utilized this for laparoscopy. This was done after the hasson port was removed. The hernia sac was then oversewed with running 0 vicryl and the upper portion of the sac was excised. This sac was allowed to be reduced back into the preperitoneal plane beneath the fascia. With the abdomen under insufflation careful inspection of the pelvis was undertaken. No hernias could be identified either on the right or left side. With this confirmed no effort would be made to undertake an inguinal hernia repair. Therefore attention was then turned toward repair of the midline site. A 12 x 12 cm piece of dual mesh was then taken. The hernia defect measured 4 cm in diameter. The mesh was then placed into the preperitoneal plane and secured at each of the four quadrants with horizontal mattress sutures of 0 vicryl and then at each of the thinner portion in each quadrant with a horizontal mattress suture and 0 vicryl. This was transfascial. Once this was in good position with appropriate orientation the fascia was then closed with running 0 prolene incorporating a portion of mesh in this closure. Once this was closed the abdomen was re-insufflated with co2 gas. Laparoscopic inspection of the abdomen was once again undertaken. The hernia defect was fully repaired. The omentum which was reduced was unremarkable and once again the pelvic floor was inspected and found to be fully intact. Once this was confirmed the abdomen was deflated. The wound was then irrigated. The umbilical skin was brought down to the fascia with interrupted o vicryl. The wound was then closed with a deep layer of interrupted 3-0 vicryl and a running subcuticular 5-0 pds. Dermabond was applied followed by a compression dressing. The port was removed and closed with subdermal 5-0 pds. Dermabdnd was applied at this site too.¿ (B)(6) 2016: (B)(6) medical center. Implant sticker. Gore® dualmesh® plus biomaterial. Ref: 1dlmcp04. Lot: 14483481. Expiration 9/30/2018. Relevant medical information: (B)(6) 2016: (B)(6). (B)(6). Office visit. Follow up ventral hernia repair. History of present illness: ¿this is a 47-year-old white male who presents in follow-up of his open ventral hernia repair with dualmesh on (B)(6) 2016. There is a concern of an inguinal hernia. Diagnostic laparoscopy was performed during that procedure which demonstrated both inguinal regions to be fully intact. Recently, he has presented with serous drainage from the wound. This is been managed with limited I&d. He now presents with continued drainage. Physical exam demonstrates serous fluid from the left lateral aspect of the wound. In view of this, I will open the wound and have him seen by the wound management clinic at abbeville. He really needs to have a wound vac placed. Under sterile technique and with local anesthesia of 1% xylocaine with epinephrine, the wound was opened for nearly 75% of its length. Dissection was carried down into the larger lower seroma cavity. Serous fluid would was once again encountered. The wound was then packed with sterile gauze followed by a larger pressure dressing. Appropriate wound care instructions were discussed. Immediate evaluation by the wound management service has been scheduled. He will see me back in the office in 2 weeks.¿ referred to wound clinic. (B)(6) 2016: (B)(6). (B)(6). Office visit. Follow up ventral hernia repair. Hand written note: ¿patient presents with now purulent discharge from umbilical site. Physical exam notes premature closure of previous I&d site. Needs better drainage. Will do so under geta [general endotracheal anesthesia]. Procedure thoroughly explained to patient with wife present. All questions answered and consent signed. Diagnosis: history of ventral hernia repair with mesh. Postop wound infection. Plan: I&d as detailed above.¿ (B)(6) 2016: (B)(6) medical center. (B)(6). Operative report. Preoperative and postoperative diagnosis: postoperative wound infection. History of ventral hernia repair with mesh. Procedure: incision and drainage of abdominal wound. Anesthesia: general. Estimated blood loss: approximately 25 ml. Indications: ¿this 48-year-old white male underwent open ventral hernia repair with dural [sic] mesh back on july 8, 2016. He presented with a seroma at the site. Ultimately this seroma cavity was opened on 8/2/16. Wound vac was place and outpatient care was undertaken. He ultimately decided not to return to our office for follow-up appointment, although he is scheduled to see us back last week. He now reports from the wound care nurse that he has now purulent discharge out of the site with difficulty maintaining appropriate suctioning from the wound itself. He now presents for surgical assessment. Cultures were taken of this purulent discharge. The wound is difficult to access. The previous I and d site from three and a half weeks ago is largely dosed. This will require a repeat I and d due to the inflammation at the site. A surgical I and d will need to be achieved. The procedure was thoroughly reviewed with him and his wife by me personally. All risks and benefits were reviewed and understood. All surgical consents had been signed. He has received preoperative IV antibiotics as well as dvt prophylaxis.¿ procedure: ¿with appropriate timeout and check list complete the previous surgical site which was a subumbilical incision was then opened and the lower cavity was ultimately sharply opened all the way down to the fascia. Some old prolene suture was removed. The wound was completely opened for good exposure of the full extent of the cavity. Unfortunately at the left lateral aspect of the fascial closure there was a separation and the dural [sic] mesh could be visualized below this. Given this we felt that we would proceed with wound vac care and the wound was then irrigated and the wound vac was then replaced. Once this was secured the patient was then aroused from anesthesia, extubated and transported to the recovery room in stable condition tolerating the procedure well.¿ explant preoperative complaints: (B)(6) 2016: (B)(6) medical center. (B)(6). Radiology. CT abdomen/pelvis. Wound infection. ¿stomach and bowel: chronic appearing inflammatory changes in the distal colon. No obstruction. Abdominal/pelvic wall: postsurgical changes of anterior abdominal wall mesh repair. Conglomeration of surrounding inflammatory changes including punctate foci of air at the level of the abdominal wall, measuring approximately 10.1 x 5.0 x 4.8 cm.¿ impression: ¿postsurgical changes of the anterior abdominal wall. Large conglomeration of inflammatory changes likely phlegmon surrounding the abdominal wall mesh. No focal fluid collection/abscess identified.¿ (B)(6) 2016: (B)(6). (B)(6). Office visit. Follow up wound infection. History of present illness. ¿this is a 47-year-old white male who presents in follow-up of his open ventral hernia repair with dualmesh on (B)(6) 2016. There is a concern of an inguinal hernia. Diagnostic laparoscopy was performed during that procedure which demonstrated both inguinal regions to be fully intact. Recently, he has presented with serous drainage from the wound. This is been managed with limited I&d. He underwent a more extensive I&d of the persistent seroma on (B)(6) 2016. He failed to show for follow-up two weeks later and indicated that he was going to follow-up with his family doctor. However, the following week he developed purulent discharge from the site and I saw him at abbeville area medical center approximately 5 weeks ago. Cultures taken by the home health nurse demonstrate mrsa as well as enterococcus. On 08-26-16 he was seen by me in the preoperative holding area. He was found to have purulent discharge from a poorly exposed surgical site. He was then taken to the operating room for a more extensive I&d. Findings at this time demonstrated some separation of the fascial closure with exposure of the dualmesh. This was discussed with him and his wife. They understood the increased complexity of this . Wound vac was applied and care instituted. He presents today in follow-up. He has been on bactrim ds since the I&d. The wound was actually closing nicely on her last visit. However, it remained particularly deep. Exposure of the dualmesh remained a concern. He now presents in follow- up. He admits to increasing pain at the site without purulent discharge. This is at a separate site from the original subumbilical wound. Cultures were previously taken by the home health nurse. This demonstrated enterococcus. He is currently on augmentin. He admits to pain at the site.¿ ¿CT scan of the abdomen/pelvis on 09-26-16 demonstrates postsurgical changes of the anterior abdominals wall with a large conglomeration of inflammatory changes surrounding the abdominal wall mesh. This is certainly consistent with continued infection of the mesh. My plan at this point is to proceed with a laparoscopic removal of his abdominal wall mesh and opening of the umbilical site. The procedure was thoroughly reviewed with him by me personally. All risks and benefits reviewed understood. Surgical scheduling will take place on 09-29-16.¿ gastrointestinal: positive for abdominal pain. Current weight is 288 pounds, bmi 40.14. Abdominally exam: ¿there is a purulent sinus at his umbilicus. Iodoform gauze was placed at this site.¿ assessment and plan: diagnostic laparoscopy with removal of abdominal wall mesh and I&d of umbilicus. (B)(6) 2016: (B)(6) medical center. (B)(6). Indications: ¿this is a 48-year-old white male who underwent an open ventral hernia repair with dual mesh back on (B)(6) 2016. He ultimately developed a seroma at the site which was, not unexpected. He carries a bmi of approximately 40. This was managed conservatively without any drainage. This ultimately began to drain through the surgical incision. This is once again managed conservatively and he was temporarily lost to follow-up. He then presented back with an abscess at this site. This was opened and drained and extensive operative drainage was undertaken on (B)(6) 2016. Findings at this time demonstrates involvement of the mesh. Initially wound vac management was undertaken but the process continued to percolate. Ultimately it was very dear that he required removal of the mesh. Due to his size this would be best achieved from a laparoscopic framework. The procedure of a laparoscopic removal of the abdominal wall mesh was thoroughly reviewed with him by me personally. All risks and benefits were discussed and understood. All surgical consents had been signed. He has received preoperative IV antibiotics as well as dvt prophylaxis.¿ explant procedure: diagnostic laparoscopy with removal of abdominal wall mesh. Explant date: (B)(6) 2016 (hospitalization dates unknown). (B)(6) 2016: (B)(6) medical center. (B)(6) . Operative report. Preoperative and postoperative diagnosis: infected abdominal wall mesh. Anesthesia: general. Procedure: ¿the umbilical wound dressing was removed and covered by tegaderm. The abdomen was then prepped and draped in sterile fashion with chlorhexidine solution. After appropriate timeout and check list complete a right subcostal 12 mm incision was made and a 12 mm optical port was then passed intraperitoneal under direct visualization. The abdomen was insufflated with co2 gas. Limited diagnostic laparoscopy was then performed. Findings at this time demonstrates the site of the umbilical hernia repair with just distension of the peritoneum. Exposition was unremarkable. The liver is smooth without deformity. A left lateral 5 mm and left lower quadrant 5 mm ports were placed under direct visualization. The peritoneum was then incised and we undertook very lengthy dissection of cautery in order to dissect into the region of the mesh. This was considerably difficult due to the extensive inflammation around the mesh but very thick rind was encountered on this perineal side. Ultimately this was opened and we encountered the mesh. Purulence was encountered around the mesh. The mesh was then able to be freed up from its attachments to the abdominal wall with sharp and cautery dissection. Due to the infection the mesh was fairly mobile and ultimately could be extracted from the abdominal wall and was removed intact through the 12 mm port site. The rind around the mesh was debrided and removed from the abdomen through an endo-pouch. Good hemostasis was achieved and the area was carefully inspected. With hemostasis secure at this extraction site the abdomen was carefully inspected. The viscera was inspected. Good hemostasis was noted. The bowel demonstrated good integrity throughout. Any residual fluid was suctioned from the abdomen. Once this was completed all ports were removed and the abdomen deflated of all co2 gas. All wounds were then irrigated and closed with a combination of running interrupted subcuticular 5-0 pds. Dermab0nd was applied followed by infiltration of .5% marcaine. Dry dressing was placed at the umbilicus.¿ relevant medical information: (B)(6) 2019: (B)(6) medical center. (B)(6). Discharge instructions. Procedure: screening colonoscopy with polypectomy. Polyp, possible lipoma and biopsy completed. Weight 310 pounds, bmi 44.48. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial plus instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use also warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.